Event description:
A tubing set ruptured during use with a power injector. The power injector tubing was connected to the clave port of the primary plumset tubing. The primary plumset was connected to a right arm peripheral i.v. Cannula. The patient was to receive 100mls of optiary 320 contrast. The power injector was set to deliver 2.0ml per second. When the medrad power injector had delivered approximately 75mls, the tubing ruptured. Some of the contrast did come into contact with the CT technician, but it was reported that it "washed right off". The i.v. Tubing was disconnected and the remaining 25mls were delivered via i.v. Push through the i.v. Cannula. The scan was completed and there were no reported adverse sequelae to the patient. Though requested, no additional information was provided.